Event description:
Reporter noted comel burn occurred during procedure. Closed wound with three sutures. Additional info received noted revision of comeal wound performed in 2006. Prognosis reported as good.